Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 570 mg/dl. The customer was treated for high blood glucose with the pump and water only. Customer was advised to discuss the health care provider about a backup plan. The customer was advised the 2 high blood glucose rule. The customer was advised to call the doctor when the office open in the morning. The customer was advised to monitor pump. Customer declined to complete troubleshooting for high blood glucose.